Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015 and the lens rotated. The lens was exchanged for a longer length and this resolved the problem. See MFR report# 2023826-2015-00914 for the patient's other eye.